Manufacturer narrative:
On (B)(6) 2019, patient reported that the physician states that she has minor capsular contracture. On (B)(6) 2019, doctor confirmed bilateral rupture upon MRI examination. Patient scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Evaluation of the device picture: upon visual inspection of the picture provided, it was observed to be intact. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. On 7/22/2019, mentor became aware that unintentionally not reported that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503501bc, serial number (B)(4), and right replaced with catalog number 3503501bc , and serial number (B)(4). This report is for the right implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6/3/2019, customer reported that due to the implant being ruptured and the operating room being unable to decontaminate it properly for return, therefore the right device will not be returned. The left implant will be returned. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, mentor became aware that unintentionally missed reporting that the left implant was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel 300cc, silicone breast implants which bilaterally ruptured after implantation. Patient had complained of uneven implants, right implant moved from submuscular to subglandular during which physician provided a revision surgery but patient unsure what was done at that time. On (B)(6) 2016, patient saw the physician again complaining of pain in both sides and that right side had moved up higher. On (B)(6) 2019 MRI examination showed bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.